Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported issue was able to be confirmed using a system error log since m-02 and 4-87 errors were logged. Upon inspection the issue was replicated; when the unit was tested on system it presented 1-71/m-02-3 errors on startup and m-02 and c-00 errors in erbe logs. The unit will be sent to original equipment manufacturer for further investigation. The probable root cause of the customer reported issues could be attributed to error m-02 and 4-87. These indicate a module timeout or a framing error with the generator. This error can be resolved through troubleshooting or replacement of the generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-02 and 4-87. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer reported to technical support engineer (tse) that some errors on the integrated electrosurgical unit (iesu) or erbe were observed. Prior to calling in, customer power cycled erbe to continue. Tse verified m-02 and 4-87 errors on erbe in logs. Tse was unable to perform further troubleshooting. The procedure was completed as planned with no reported injury.